Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device by the field service engineer (fse), the device failed the 'active exhalation verification: s(+) p(+): pilot: reading'. "The fse attempted troubleshooting by conducting the system test, but it failed. The fse replaced the device's 3-way solenoid valve and proportional valve aecm, to address the issue. The software was updated from version 1.05.06.00 to 1.05.10.00.